Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that extracorporeal membrane oxygenation (ECMO) and impella cp were placed. After that, impella was set to p-2-4, and the suction alarm was occasionally sounding. The pump flow rate showed 0.0 liters. Volume was added and the position was adjusted, but there was no improvement. The impella was replaced due to concerns that the flow rate would not be secured when weaning from ECMO in the future. There was no patient harm.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The returned cp pump was visually inspected. Biomaterial observed wrapped around impeller and purge gap. No broken blade or no cannula kink observed. The biomaterial was soaked and removed to run test the pump where low flows were not reproduced. Clinical details state that repositioning pump and giving blood volume did not resolve flow issue, presence of lv thrombus was confirmed before insertion. Additionally, after removal, when water was turned on outside the body, a small amount of what looked like fine tissue fragments was found. Also, even outside the body, the suction alarm sounded when the p-5 level was reached or higher. The cause of the low pump flow issue was most likely biomaterial as observed on the returned product clinical details correlate with finding root cause. The root cause of the thrombus was unable to be determined due to insufficient clinical details.